Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose above 250 mg/dl while wearing the pod between 24 and 36 hours. The cannula was observed to be dislodged from the infusion site, which caused a communication error during operation. No treatment was reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The pod data showed no alarms, timeouts, or drive stalls occurred. The pod was successfully paired to an unused controller, activated, and performed a 5-unit bolus rerun. The rerun pod data showed no alarms, timeouts, or drive stalls. Inspection of the patient history buffer (phb) data found no errors or abnormalities. No damages or deficiencies were observed in the pod that would lead to a pod communication error. The exact causes of the reported cannula dislodge and pod communication error events could not be determined.